Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . Medical product: nexgen stem extensions, catalog#: 00598801010, lot #: 61366521; nexgen stem extensions, catalog#: 00598801011, lot #: 61366523; nexgen stemmed tibial component, catalog#: 00598800700, lot#: 60785760; tibial block and screws, catalog#: 00598800727, lot#: 60269715; all poly patella, catalog#: 00597206538, lot#: 61227209; articular surface with locking screw, catalog#: 00599405017, lot#: 60671191 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - nexgen stem extensions # 00598801010 lot # 61366521, nexgen stem extensions # 00598801011 lot # 61366523. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00773 and 0002648920-2017-00774. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately 7 years post initial surgery due to aseptic stem loosening. The surgeon noted that the femoral component disassociated from the stem but other components were difficult to remove. Attempts have been made and additional information on the reported event is unavailable.